Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis 1-pc intraocular lens (iol) was removed and replaced with a back up lens because the haptic was missing/detached. The incident was observed after the lens was inserted in the patient's right (od) eye. There was no surgical intervention performed and the patient was reported to have been recovered from the procedure. Product is not returning. No further information was provided.